Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was unresponsive and only functioned while the device was connected to a charger, and the agent arranged a replacement after obtaining corroborating video; blood glucose was not affected, and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included remote assessment of device function and user guidance on shutdown and data syncing prior to return. Investigation of this device was confirmed and revealed a hardware malfunction of the sleep/wake button consistent with a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.